Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The central processing unit was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported the unit had a 'hardware watchdog failure', this alarm would indicate a loss of mechanical ventilation. There was no report of patient involvement.